Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b2. B5. H6. Fdm/annex b code, additional codes: imf health impact codes f08, and f1903 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the transcatheter valve was explanted, and a medtronic surgical aortic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years and two months following the implant of this transcatheter bioprosthetic valve, the patient was evaluated for a transcatheter valve-in-valve replacement. The patient presented to the clinic and reported a significant limiting exertional dyspnea and unable to ambulate more than 20 feet due to shortness of breath. The patient has been also experiencing dyspnea on exertion for about 6-8 months, paroxysmal nocturnal dyspnea, increased cough with minimal clear sputum, and abdominal bloating but no leg swelling. In addition, the patient sleeps in an inclined bed, which has been the norm and 6-pound weight gain was observed one week prior. Daily intake of diuretic was reported; however, the patient requested lower dose of diuretic due to urination frequency being bothersome at nighttime. It was noted that a beta-blocker medication was stopped. Brain natriuretic peptide was obtained, which was elevated at 568 but lower than prior. Of note, the patient had transthoracic echocardiogram (tte) with at least moderate aortic insufficiency and the bioprosthetic valve was well-seated at the time. There was no evidence of dehiscence, no perivalvular leak, and no thrombus or hypoattenuated leaflet thickening. Poor coaptation of the non-coronary cusp (ncc) likely due to tethering and thickening of the ncc leaflet tip, with valvular regurgitation along the ncc coaptation line. Mean gradient measured 7 mmhg. Moderate-severe tricuspid regurgitation (tr), and mild mitral regurgitation were noted. Moderate atherosclerotic plaque in the descending aorta was observed. The overall findings of the tte are significant for moderate atrio-ventricular prosthetic valvular regurgitation and moderate-severe tr. It was concluded that challenging anatomy for potential valve-in-valve procedure due to significant tricuspid valve malcoaptation with central coaptation gap likely due to annular dilation and functional tethering. Furthermore, distorted prosthetic annular architecture due to large ncc annular calcification, pannus and calcification at the ncc with tethered ncc leaflet were observed. No treatment was reported. No additional adverse patient effects were reported.